Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that blood glucose was low. The customer¿s blood glucose level was 42mg/dl at the time of the incident. The customer reported that he experienced a battery out limit and weak battery. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.